Manufacturer narrative:
Additional information was received that only the ipg was revised and the reason for revision was to relocate and bury the ipg deeper as the patient lost weight. No device malfunction was suspected. The patient was reportedly doing well post operatively. Additional suspect medical device component involved in the event: model #: sc-1132, serial (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.